Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The aci clinical specialist reported that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained the right common femoral artery via a 7f sheath (model unknown) a 50/50 contrast and saline mixture was used. A buddy wire (guide wire) was utilized. Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure after the first stop while it was being pulled back towards the arteriotomy. The device was removed and a device from another manufacturer (perclose) was used. Hemostasis was achieved. The patient wa ambulated and discharged from the hospital the same day with no clinical sequela noted. No further information is available.